Event description:
Ethicon echelon flex 45 powered endopath stapler did not staple while using on the kidney vein. Also, same stapler did not cut correctly while using on kidney artery. Two separate reloads were used for each issue. Lot # p9208v, removed and holding stapler with packaging, with reloads that were used.